Event description:
The event is reported as: the respiratory therapist was called to the room because the nurse noticed asystole reading on the phillips monitor mp70. They changed rooms and still interference. The neptune heater was turned off and the monitor read normal cardiac rhythm. No patient injury reported.

Manufacturer narrative:
Lot number - the customer reports all as lot number, but does not give specific lot/serial numbers. The device sample is not available for evaluation. The results of the investigation are not available at the time of this report.